Event description:
It was reported that balloon rupture occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilation. The balloon was inflated 3-4 times; however, during fourth inflation, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.